Event description:
Customer reported the left monitor intermittently shuts down. No pt injury.

Manufacturer narrative:
A ge rep evaluated the system and replaced the image intensifier power supply and the monitor. System operates as intended.